Event description:
Emergency department staff responded to a cardiac arrest, the pt was in v-fib. Using hard paddles the device charged with no problem noted, the charge tones sounded as expected. Reportedly when the shock buttons were pressed the device just clicked and no shock was delivered to the pt; the device indicated abnormal delivery. The device was charged again and the device again just clicked when the shock buttons were pressed; the device indicated abnormal delivery. A back up device was retrieved and a successful shock was delivered to the pt. The pt was resuscitated. The reporter stated there were no adverse affects to the pt as a result of device operation; the pt is in ICU and recovering at the time of the report.